Event description:
A review of service data detected a reportable event. During servicing of electrode belt sn (B)(4), the trunk cable connector was discovered to be broken. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was broken and the pins on the connector were bent. The root cause for the damaged connector and pins could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last pt to use this electrode belt did not report any deficiencies.